Manufacturer narrative:
The devices remain functioning in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2006, two gore tag thoracic endoprostheses (tg3415/lot#04298056 and tg3710/lot#04266457) were implanted. In 2007, two additional gore tag thoracic endoprostheses (tg3410/lot#04680573 and tg3410/lot#4322608) were implanted.

Event description:
In 2006, two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. An intraoperative angiogram revealed a distal type I endoleak. On 05/04/07 two gore tag thoracic endoprostheses were implanted and the distal type I endoleak was successfully repaired.